Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned cartridge. Visual analysis of the returned sample revealed that three xc200 (a, b and c) cartridges were received sterile with no apparent damage. The packages were opened and in an attempt to replicate the reported incident, the clips were tested for functionality with a test device. Upon functional testing of the reload, the instrument loaded, retained, and deployed all clips as intended over the suture. The clips were fully functional and conforming. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: grasp the applier by the handle and insert the jaws of the instrument into the individual cartridge slot. Ensure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. Withdraw the applier from the cartridge. The clip will be securely held in the applier jaws. Place a suture clip approximately 5 mm from the cut end of the suture. The event described could not be confirmed as the clips performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. H3 analysis: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned cartridge. Visual analysis of the returned sample determined that the xc200 cartridge was received with no foil returned and a cartridge was received with two clips loaded. However, the clips were moved inside of the cartridge due to improper handling of the clips. Also, 4 loose clips were received along with the cartridge and one of them were partially closed and damaged. The clips moved were accommodated in the cartridge and the good loose clips were manually loaded on a test device and tested for functionality. Upon functional testing of the device, the instrument loaded, retained, and deployed 4 clips as intended. Due to the condition of the clips, the event reported was confirmed and it is related to improper use of the device. Ensure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. Please reference the instruction for use for more information. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. H3 analysis: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned samples revealed that xc200 cartridge (d) was received empty with no foil, no apparent damage and along with one loose clip closed. No functional test was performed due to the empty cartridge and closed clip. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the cartridge was received empty and clip was received closed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The following additional information was received: 1. Please clarify how many devices was used on this single procedure if there are multiple patient events, ask: =>1 applier and 3 xc200 cartridges.2. Provide the specific number of patient events:=>1 patient. 3. Did the event occur during one or multiple patient procedures? =>the event occurred during one.4. What is the total number of procedures?=>1 procedure. 5. Have any of these events been previously reported to ethicon? =>no.if so, provide the respective reference number(s). =>n/a.6. If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). =>1 procedure. 7. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.=>the device has been received at sukagawa and will be shipped. Please check rmao.

Event description:
It was reported that a patient underwent a laparoscopic kidney and adrenal gland procedure on (B)(6) 2024 and suture was used. During the procedure, here was trouble of loading. For the second time this year, the same lot was not used because it was not loaded even though about 3 pieces were left empty. The case was completed by using another one but the different lot number. One device will be returning. Visual analysis of the returned sample determined that the xc200 cartridge was received with no foil returned and a cartridge was received with two clips loaded. However, the clips were moved inside of the cartridge due to improper handling of the clips. Also, 4 loose clips were received along with the cartridge and one of them were partially closed and damaged. No adverse patient consequences were reported. Additional information was requested.